Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the symptom through observation at power up. The rear case was determined to be the failing component and was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the pump "failed to verify audio, when basic is pressed" there was no patient involvement.